Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
A literature article was received entitled: "early femoral loosening in one design of cemented hip replacement¿, by samir n. Massoud, et. Al, published in j bone joint surg [br] 1997;79-b:603-8. Authors' study evaluated a new conceptual design (at the time) for femoral components. This was a competitor cemented titanium stem with a titanium nitride coated titanium femoral head (16 hips) or cobalt chrome (60 hips), involving 68 patients (76 hips) in the final assessment. The authors reported that they used cmw bone cement (depuy) in 36 hips, or a competitor brand in the 40 other hips (surgeon's preference for which brand). No information was provided for acetabular component(s). The study defined endpoint was revision for stem loosening or evidence of radiographic stem loosening (lucency). Twelve patients had definite femoral loosening with evidence of migration. Seven had been revised by the time of follow-up. One patient with a definitely loose femoral component had a fracture of the femoral shaft in the region of the prosthesis after minor trauma before revision. Three patients with definite loosening had symptoms and were awaiting revision surgery while the other two were asymptomatic. Eight patients had possible loosening with a lucent line of 2 mm in four, of 1.5 mm in one and of 1 mm in three; none of these were symptomatic. The study indicated that 15 of the hips that showed implant loosening, whether revised or just observed radiographically via lucency, used cmw bone cement. More specificity was not provided, such as which of the 15 were revised, or what interface did the loosening occur at. The study offered no specific cases, or patient specific information to break these events down further. With respect to this complaint, only the depuy cmw bone cement is pertinent, as all other products are competitor in origin.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.